Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01896. It was reported the patient fell on the side of the ipg. Thereafter, the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Diagnostics discovered contacts 1 and 2 had low impedance readings and it is suspected that one of the paddle lead tails pulled out from the ipg header. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.